Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified in d2 and g5. H10: d4 (expiry date: 12/2020), g4. H11: d4 (medical device lot), h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of shunt, the distal tip of the pta balloon allegedly found to be frayed after inflated at 30 atm for about 30 seconds. It was further reported that another pta balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure of shunt, the distal tip of the pta balloon allegedly found to be frayed after inflated at 30 atm for about 30 seconds. It was further reported that another pta balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta device and syringe has retuned for evaluation. On the visual evaluation of the device, it appeared to be bloody. Unraveled, frayed fibers and peeled pebax are noted throughout the balloon. All the allegations are observed under microscopic evaluation. No other specific anomalies note. No functional evaluation performed due to the nature of the complaint. Therefore, the reported material frayed and identified unraveled and peeled pebax has confirmed as it has noted throughout the balloon. A definitive root cause for the reported material frayed and identified unraveled and peeled pebax could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified in d2 and g5. H10: d4 (expiry date: 12/2020). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure of shunt, the distal tip of the pta balloon allegedly found to be frayed after inflated at 30 atm for about 30 seconds. It was further reported that another pta balloon was used to complete the procedure. There was no reported patient injury.